Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was report that following implant of this device, noise and t-wave oversensing resulted in an inappropriate shock. Noise could be recreated with physical movement. Impedance for the delivered shock was 151 ohms which remained unchanged from the implant procedure. An revision procedure was performed and the electrode was repositioned without opening the device pocket. Therefore, the device to electrode connection was not confirmed. The patient received two additional inappropriate shocks after the revision procedure due to continued noise and oversensing. Shock impedance measurements were 79 and 70 ohms. A message stating sensing was not optimal was observed when automatic set up was attempted. A boston scientific technical services consultant discussed troubleshooting and programming options for this patient. X-ray was performed; however, the image could not be opened by the consultant. The patient was sent home with the device programmed primary 1x. No additional adverse patient effects were reported.